Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 26th february 2009 and performed to specification up to the (B)(6) 2010. Temperatures are recorded below the recommended minimum temperature. The device failed multiple self-tests due to a low a battery between (B)(6) 2010 and (B)(6) 2012. The device remained in fault mode until the (B)(6) 2012 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.